Event description:
Continued noise on rv/ICD lead. Rv lead removed and replaced using laser excision. Dates of use: (B)(6) 2017 to (B)(6) 2018. Diagnosis or reason for use: cardiomyopathy. Is the product compounded: no. Is the product over-the-counter: no.